Event description:
Complaint alleged that during biomed testing the device's displayed red stripes and clinical info could not be read. Complaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.